Event description:
It was reported on 01 July 2026, that the patient presented with grade 3-4 functional tricuspid regurgitation (TR) for a TriClip procedure. Imaging was sub-optimal due to patient's complex anatomy. During the procedure, 2 TriClips were successfully implanted.Post deployment, the second clip had single leaflet device attachment (SLDA) from the septal leaflet. Additional TriClip was further implanted to stabilize the SLDA clip. The TR was reduced to grade <1 post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.